Event description:
Customer reportedly obtained results from 198 mg/dl on the advantage system between 8:00am and 4:00pm and as a result was taking insulin nearly every hour based on these readings. At 4:30pm customer tested 275 mg/dl and took 1.35 units humalog. A half hour later the customer took 1 unit humalog. At approximately 6:00pm, the customer was incoherent and tested 300 mg/dl on the advantage system. He was given juice and food due to his symptoms. The customer reports within 30 minutes he felt better based on treatment given. Requested return of suspect system and replacement was sent.